Event description:
It was reported that when the asymptomatic patient presented in clinic for a routine follow up, it was observed that no sensing or lead impedance trend data was stored in the device. All values were updated successfully in clinic. Review of the session records indicated that impedance measurements had been postponed. It was noted that the patient had sensing and impedance trend information from previous device checks in 2012. The diagnostic data was cleared. There were no adverse consequences to the patient and monitoring will continue.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.